Manufacturer narrative:
The device was not returned for evaluation. A potential failure mode could be ¿bag will not expand/vinyl stuck together¿. A potential root cause for this failure mode could be ¿static or positive air pressure¿. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "visually inspect the product for any imperfections or surface deterioration prior to use."

Event description:
It was reported that urine would not flow out of the belly pouch into the drain bag. The patient reportedly switched to a different bag without the anti-reflux valve and the urine drained fine.